Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a broken clip. The customer also reported a scratched screen. The customer stated the insulin pump is not functioning as designed, due to screen being scratched. Advised the customer to monitor the insulin pump. The customer's blood glucose was unknown.